Event description:
Meter name: one touch ii. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. A pt family member reported pt was taken to the doctor. Pt's meter allegedly would not turn on. The result on their meter was unable to test. The result on the dr's meter was 400mg/dl. Treatment was insulin at the dr's office. No further info has been reported.